Event description:
An audiogram recorded after vorp implantation revealed the patient being out of the vorp indication criteria. The patient was re-implanted with a cochlear implant.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. In accordance with the information in the patient report, it is assumed that the explantation was not related to the implant but to the selection criteria. The patient was not a good candidate for a vibrant soundbridge due to the fact that the patient was preoperatively out of the indication criteria; so despite several fittings the patient had no benefit from the device. Thus, the patient was re-implanted with a cochlear implant. Additionally, as per received information, the concerned device was inadvertently implanted upside-down requiring the external audio processor magnet to be inverted. This is a final report.

Event description:
An audiogram recorded after vorp implantation revealed the patient being out of the vorp indication criteria. The patient was re-implanted with a cochlear implant. It was stated in the device explantation report that the conductive link has been severed during removal surgery. It was also stated that the device or a malfunction of it did not cause or contribute to the explantation.